Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: during procedure, the device became dull and could not cut tissue. Three devices had the same problem. Another device was used to complete the procedure. There was no bleeding, no tissue damage, no unanticipated tissue loss. Operating room time not extended by more than 30 minutes.